Event description:
Event description guidant received information that this transvenous coronary sinus lead required repositioning. During this procedure, insulation abrasion was observed on the proximal coil of this transvenous defibrillation lead. The appearance of this abrasion was consistent with lead on lead abrasion. The physician elected to remove this coil from the shock configuration, and applied medical adhesive to the coil. The physician also elected to explant and replace this coronary sinus lead. During the procedure, the header of this device became loose. The physician stated that this damage was induced.